Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8583, lot# n260216, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving gablofen 2000mcg/ml at 1698.2mcg/day. The indication for use was noted as intractable spasticity and cerebral palsey. At the refill (B)(6) 2015 the fluid was a yellow color that they got out of the pump. The reporter stated that it "looked almost like urine". No patient symptoms. No diagnostics or interventions reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
2015-09-25 additional information was received from a healthcare provider (hcp). The patient had a history of cerebral palsy with spastic diplegic. The patient had undergone multiple rounds of baclofen pump refills to help with her overall spasticity. The patient had significant contractures of both of her hips and knees as well as her feet and had difficulty sitting upright in a chair. It appeared she had not walked for over two years. The patient does display interest in returning to walking if at all possible. The pump was implanted on (B)(6) 2011. The patient does endorse pain to bilateral hips and bilateral knees and it increases with range of motion and certain positions. It decreased with rest and was moderate in intensity. The baclofen did help alleviate her symptoms. The patient had significant history for sleep apnea and diabetes and was morbidly obese with a bmi greater than 44. The patient's last visit to the clinic was on (B)(6) 2015. Analysis and reprogramming of the pump was done. The reservoir volume on the programmer was 4.3cc. Utilizing aseptic technique throughout the procedure the pump reservoir was accessed with a 22 gauge non-coring needle. Two cc of fluid was aspirated and appeared to be blood tinged. The fluid was not clear like the usual baclofen aspirated. The pump site and surrounding area were clean and dry on inspection. The pump was accessed on the first needle stick without complications. There were no signs and symptoms of infection. The patient denied recent fever, chills, cough, nausea, vomiting, diarrhea (n/v/d). The patient did not experience pain or other discomfort at the site. The pump was refilled with 40 mls of 2000 mcg/ml of intrathecal gablofen (80 mg). Two vials of 20cc each; lot # 2138-106 exp 9/17. The hcp was able to draw back while refilling which indicated correct refill placement. The patient tolerated the procedure well. The summary of the refill was printed and given to the patient and to rn to be scanned and filed in her chart. The plan was to continue the rate of infusion at 1698 mcg/day. The next pump refill appointment was scheduled for (B)(6) 2015.